Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set leaked. The issue occurred during patient infusion of furosemide and chlorothiazide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Further information was received stating the tubing did not leak but was unable to be primed due to some sort of obstruction within the tubing. The actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to the specification. Pressure testing was performed, and no leak was noted. Clear passage test was performed and a blockage was observed in the joint between the tube and filter. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.